Event description:
The customer reported that the device locks up during operational check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device locks up during operational check. There was no patient involvement. The device was evaluated at philips. The system was verified. The issue was localized to the processor pca. The processor pca was replaced to resolve the issue. The device passed all testing and was shipped back the customer.